Manufacturer narrative:
Investigation summary: no customer samples and 1 photo were received. The photo was evaluated and show the liquid is below the etched fill line, no samples were received to be tested. 10 production lot in-house retention tubes for both lots were inspected with 0 visible defects. Functional testing was performed on the retention tubes and all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the photo does show the top of the liquid is below the etched line; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are underfilling. Here is a picture of one of the tubes that did not fill completely: discard tube was drawn. Phlebotomist stated she removed the tube from the vacutainer holder when the tube stopped filling.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258261, medical device expiration date: 2021-06-30, device manufacture date: (B)(6) 2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are underfilling. Here is a picture of one of the tubes that did not fill completely: discard tube was drawn. Phlebotomist stated she removed the tube from the vacutainer holder when the tube stopped filling.